Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic for a follow-up on (B)(6) 2021. Review of the transmission showed that the pacemaker had an error message which was seen on the programmer screen. The patient came to the clinic on (B)(6) 2021 and the pacemaker was reprogrammed to nominal settings. The patient was in stable condition.